Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 559mg/dl at the time of incident and later was in the 600 mg/dl range. Customer treated their high blood glucose levels via insulin pump. Customer's relative called the ambulance and they were transported to the hospital. Customer declined to troubleshooting for high blood glucose levels. The insulin pump will not be returned for analysis.